Event description:
Per the clinic, the patient developed an infection at implant site and subsequently was treated with oral antibiotics (date and duration not reported) ; however, the issue could not be resolved. The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.